Manufacturer narrative:
The following fields have been updated with additional information: the manufacturing location for this product is high tech labs. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: y4a78d2. D.4. Medical device expiration date: 2023-01-31. H.4. Device manufacture date: 2018-04-09. D.4. Medical device lot #: x4h92c5. D.4. Medical device expiration date: 2022-11-30. H.4. Device manufacture date: 2018-02-22. H.6. Investigation summary: bd received samples and photos from the customer facility for investigation for 2 different lots: x4h92c5 and y4a78d2. Lot x4h92c5: the sample and photo was evaluated and the customer's indicated failure mode for a missing tab cap with lot x4h92c5 was observed. However, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to missing tab caps was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Lot y4a78d2: the sample and photo was evaluated and the customer's indicated failure mode for a missing tab cap with lot y4a78d2 was not observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to missing tab caps as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for a missing tab cap with lot x4h92c5 was observed. Evaluation of the customer samples was conducted and a missing tab cap was observed. However, evaluation of the retain samples was conducted and missing tab cap was not observed. Based on evaluation of the customer and retention samples as well as the customer photos, the customer¿s indicated failure mode for a missing tab cap with lot y4a78d2 was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation of lot x4h92c5, the most likely root cause was determined to be related to a manufacturing issue. Based on the investigation of lot y4a78d2, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: [for both lots: x4h92c5 and y4a78d2]. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd microtainer® contact-activated lancet pink cap was missing causing the needle to be exposed. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for improper assembly (i.e., missing safety cap) was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for improper assembly (i.e., missing safety cap) was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that bd microtainer® contact-activated lancet pink cap was missing causing the needle to be exposed. No serious injury or medical intervention was reported.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd microtainer® contact-activated lancet pink cap was missing causing the needle to be exposed. No serious injury or medical intervention was reported.